Event description:
Procedure type: nephrectomy. According to the reporter: the device could not cut at all. A new one was opened to complete procedure. There was no bleeding reported in excess of 250 cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).